Event description:
Per the clinic, the patient experienced purulent discharge from the ear due to otitis media. Subsequently, the patient underwent a surgical debridement on (B)(6) 2025. During the procedure, the device was electively explanted and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
04250 device analysis report reg.